Event description:
Additional information has been received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, high pacing impedance was observed on the left ventricular (lv) lead. Technical support was contacted and an in clinic follow up was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.